Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ luer tip cap tray experienced no label information. The following information was provided by the initial reporter: the products below do not come with manuals. That didn't ship with user manuals. There is no technical data sheet for luer-lok tip caps: 305819. The product code for the blood administration set is invalid.

Event description:
It was reported that the bd¿ luer tip cap tray experienced no label information. The following information was provided by the initial reporter: the products below do not come with manuals. That didn't ship with user manuals. There is no technical data sheet for luer-lok tip caps: 305819. The product code for the blood administration set is invalid.

Manufacturer narrative:
Investigation summary a complaint of user manuals missing was received from the customer. No product or photo was returned by the customer. The customer complaint of product insert missing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 305819 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: luer cap. Device failure: labeling concerns.

Event description:
No additional information.